Event description:
It was reported that during the implant attempt there was sudden loss of capture post suture of the lead. No capture was observed at max output. Kinking of the lead was observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors distorted; full lead was returned for analysis. The lead appears to have been pinched with a tool, compressing the coils and breaking the insulation. The coils are shorted together. This occurred during the implant attempt. There was blood/body fluid on the proximal conductor and blood in/on hellix mechanism.